Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection reflin (1g per day, route not reported), injection tobramycin (40mg per day, route not reported), and injection heparin (25000 iu x 5ml, 3 times per day, route not reported) for the peritonitis. It was not specified if the patient was recovering from the peritonitis. Antibiotic treatment was ongoing. Action taken with peritoneal dialysis therapy was not reported. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).